Manufacturer narrative:
Device evaluation by manufacturer: the tosoh quality assurance (qa) lab performed testing of the patient samples drawn on (B)(6) 2018 and (B)(6) 2018: sample ID 1st run: (B)(6) 2018, 66.2 ng/dl, 2nd run: 175.5 ng/dl; (B)(6) 2018 233.1 ng/dl, 233.6 ng/dl. The testing performed by the tosoh qa lab confirmed that the customer's testosterone values compared with that of the customer values. The customer was notified of the patient results and advised that this specific patient should be tested for possible human anti-mouse antibody (hama). The customer was asked to investigate the patient's clinical history and any medications or supplements that are being administered, which could possibly include biotin. The customer will contact tosoh for discussion once hama testing is performed on this patient. A 13-month complaint history review and service history review for similar complaints for serial (B)(4) was performed from 02-feb-2017 through aware date (B)(6) 2018. There was one similar complaint identified during the searched period (refer to MFR report #: 8031673-2017-00011 / (B)(4)). The st aia-pack testosterone assay specifications under limitation of the procedure, page 8, states that for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. Probable cause is an interfering substance (hama) on the patient in question. Tosoh assay is a competitive immunoassay that may have interference due to human anti-mouse antibody. Patients routinely exposed to animal or animal serum may have interference and a hama study was suggested to the customer to confirm interference. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported a discrepant testosterone result on a female patient sample on the aia-900 instrument. The testosterone patient result, drawn on (B)(6) 2018 on a serum separator tube, was 187.32 ng/dl (reference range 10 - 73.2 ng/dl) with the aia-900 instrument. The sample was separated from the gel and frozen. The patient had blood drawn on (B)(6) 2018 and tested at quest with a centaur instrument. The result obtained at quest was 37 ng/dl. The same patient sample was also run on the aia-900 instrument with a testosterone result of 199.12 ng/dl. The customer reported that the result from the aia-900 instrument correlates with the immulite instrument, but not with the centaur instrument. The technical support specialist requested that the subject samples be sent to the tosoh quality assurance lab for verification. The tss also suggested for the customer to perform a correlation study between the aia-900 instrument and the centaur instrument. There is no indication of any adverse health consequences as a result of the discrepant testosterone result.

Manufacturer narrative:
Device evaluation by manufacturer: the customer declined further investigation for interfering substances which may have affected the possible discrepent result. Instrument is functioning as intended and was released. No further action is required. (B)(4), per exemption number e2017013.